Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was found to be in safety mode. It was indicated that the patient complained of dizziness. Boston scientific technical services (ts) confirmed the device was malfunctioning and recommended device replacement. As a result, the device was explanted. No adverse patient effects were reported.